Event description:
In 2009, the pt reported that the case of the infusion device is "starting to crack where the cartridge goes in." She noticed this approx one month ago. She reported that there appeared to be corrosion in the battery compartment. She stated that she had never changed the battery cover. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced, and requested to be returned for evaluation.